Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient was implanted with an impella device for mechanical circulatory support. Upon staff powering on the aic, it would not maintain a charge. A red battery failure and yellow alert battery communication failure noted. A new console was used, as a result.